Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. The ipg was implanted on the left hip with the leads placed occipitally for the treatment of migraines (off-label). The pt reported that while exiting her car, she suddenly began feeling overstimulation beginning at her ipg pocket and continuing down her left leg. As the ipg stimulation was currently on, the pt used her device magnet to disable the therapies; however, the overstimulation continued. The pt did report a recent fall while getting out of a boat, which caused her to land on her thigh. An x-ray of the scs system revealed no anomalies. As the physician suspects an irritated nerve, the pt will undergo further testing. The device will remain in use at this time. No further pt complications were reported as a result of the event.